Manufacturer narrative:
The scope is being returned to the supplier for evaluation. Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during a procedure there was intermittent video interference to their uretero1 reverse deflection disposable ureteroscope. There was a delay in the procedure to switch to a different scope. The procedure was completed successfully.

Manufacturer narrative:
The ureteroscope was returned to the supplier for evaluation, however, the exact cause of the reported event could not be determined. No issues with the function or operation of the ureteroscope were noted. The customer was provided with in-service training on the use and operation of the ureteroscope prior to the reported event. No additional issues have been reported.